Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering enough insulin to counteract the carbohydrates. The customer experienced high blood glucose levels. His blood glucose levels were around 300 mg/dl and 400 mg/dl. The insulin pump would only allow him to deliver 10 units of insulin at a time. The device was not returned.